Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All set screws moved freely and operated normally. Laboratory analysis concluded that the lead removal difficulty was caused by silicone to silicone bonding.

Event description:
Boston scientific received information that during a routine pacemaker replacement procedure, this right ventricular (rv) lead was not able to be removed from the device header. Extensive trouble shooting was performed, without success. Therefore, the physician cut and surgically abandoned the lead. A new lead was implanted without issue and was connected to the new device. The chronic right atrial (ra) lead also remains in service. No adverse patient effects were reported.